Event description:
An oily deposit was deposited onto the articular surface of the joint. Back-up devices were available to complete the repair. No delay or patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. The device showed galling and surface burnishing on both inner blades. The outer blades showed a black residue at the distal tip and the inner blades also show spotting of silicone. Devices were sent out for further evaluation.